Event description:
Low light output. No injury reported.

Manufacturer narrative:
Eval results: customer complaint confirmed. This was caused by outgassing of adhesive that is used on an internal component. This outgassing caused surface contamination build up on hte optical taper and results in low light output.